Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient on (B)(6), 2006. According to the complainant, the patient experienced serious bodily injuries including infection, extreme pain, urinary problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.